Manufacturer narrative:
Items returned for evaluation: pusher. Introducer. Items not returned for evaluation: implant, dispenser hoop, shrink lock, microcatheter and v-grip the visual analysis of the returned items found the pusher returned with no implant attached, but no indications of activation using a detachment controller was observed on the pusher heater coil. The pusher was returned severely stretched and broken at the middle section, and partially stuck inside the introducer. The introducer sheath was not found to be stretched. Investigation of the pusher found the monofilament broken, which indicates the device experienced a tensile break. The investigation of the returned coil system found the pusher severely stretched and broken at the middle section, separated from the implant, and partially stuck within the introducer; however, the introducer sheath was not stretched as described in the reported event. No indications of activation using a detachment controller was found on the pusher heater coil. The implant was not returned for evaluation as it was pushed out of the microcatheter and implanted in the target vessel as described in the reported event. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
The product reported in this report is an exported device not cleared or approved for marketing in the u. S. The complaint is being reported based on this product meeting similar product criteria (similar to v-trak hydrosoft 3d, 510(k): k161367). A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The implant was implanted; however, the pusher portion of the device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue / event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device. H3 other text : device has not been returned.

Event description:
It was reported that the introducer sheath was stretched and the implant might be unintentionally detached. The physician felt some discomfort with the introducer sheath when placing the coil. The introducer sheath was used as it was but found to be stretched during the implantation of the coil. As the implant appeared to be unintentionally detached and remained in a microcatheter, the implant was pushed out with the pusher and implanted in the target vessel. Subsequently, the procedure was completed successfully with no health damage to the patient. The physician requested us to investigate the detachment point of the actual device to confirm if the implant was unintentionally detached without using the detachment controller or not.